Event description:
Pt had balloon inserted after 1st balloon possibly ruptured. Pt had this iabp catheter inserted at 2230 on 12/28/94. Balloon had blood coming through helium line. It was discontinued immediately and another balloon was inserted.